Event description:
The customer advised several staff members have reported that the lot is not drawing the proper amount of blood, and affected sample collection and delayed patient care. Customer advised staff is well educated regarding correct fill line. They confirmed that the issue appears to be isolated to the lot removed it from circulation. Update 13jun2025: customer advised at least 36 documented occurrences of underfilled tubes, vacuum fill stopped prematurely. Customer advised the collection involves the use of a blunt needle and syringe. Vacutainers and butterfly needles are used infrequently. When a butterfly needle is utilized, a discard tube is used. Phlebotomists hold tubes in place with a thumb for a complete vacuum fill. Update 17jun2025: "customer advised tubes underfilled across all methods of collection, when using a butterfly needle, a vacutainer, and even a syringe with btu. Customer advised despite not changing their processes, they noticed a distinct uptick in the number of underfilled tubes customer advised underfill affected their sample collection and patient care."

Manufacturer narrative:
Complaint (B)(4) samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received 1 rack 454334/b24093h6 for evaluation. Received customer pictures. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.